Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed openings on the provided photos. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional later reported, "discomfort in the projection of the left breast, visual deformation of the shape of the left breast. Impaired implant integrity according to ultrasound and MRI". This relates to the right side. Device has been explanted.

Event description:
Upon review of device information received. The device is not PMA approved and record is no longer MDR reportable.

Manufacturer narrative:
Additional date: b.5., d.4., g.4.